Manufacturer narrative:
The reported event that patient required a course of clindamycin due to superficial infection could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.     If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition unknown.

Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system" . The study was conducted at (B)(6) hospital. The report is associated with the stryker axsos3 titanium locking plate system and includes an analysis of the clinical data that was collected on 93 patients. The cases in the study range from january 2007 to june 2020. The report indicates, ¿one patient suffered from superficial (early) infection 36 days following their distal femur fracture procedure. This patient was treated without surgical intervention utilizing a course of clindamycin and demonstrated full resolution of the infection¿.